Event description:
It was reported by the customer that during a pelvic reconstruction on a cocker spaniel the air hose being used at the time exploded. There was no injury to the patient or staff.

Manufacturer narrative:
Evaluation results- hose was received and inspected. Customer complaint of hose exploded was verified. The hose was received with the exhaust hose blown open at the proximal end and the ferrule missing from the distal end. The investigation also showed that the inner pressure hose was worn at the connection point of the coupling which created split and holes in hose. Suspect cause of the inner pressure hose failure was due to hose being pinched numerous times and extended use. An inservice will be offered by the service rep on the care and handling of this device.